Manufacturer narrative:
Patient weight is estimated. Date pf event date is estimated.

Event description:
It was reported that the patient received the end of life message.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The issue was confirmed via screenshot and error log messages. No stimulation settings or diagnostic report was provided. In absence of sufficient stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. The ipg in question was discarded during replacement and not returned for evaluation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that the ipg was inoperable. Surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.